Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a proglide devices, using a pre-close technique, via a 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a posterior cuff miss occurred. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 20f and the aaa procedure was completed. Hemostasis was achieved with the successfully replaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A link detachment was observed. The observed link detachment would likely result in a suture retrieval issue and would appear similar to a posterior needle to cuff miss; therefore, the reported cuff miss was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.